Event description:
It was reported that patient's implantable neurostimulator (ins) was "turning off." It was additionally reported that the patient's ins had experienced an overdischarge and had "sat uncharged for 9-12 months." The patient reported that the stimulation had shut off "about three times in the last month since coming out of overdischarge." It was noted that the battery was "working as expected." It was further reported that charging was taking place "more than expected." It was both noted that the patient was charging "one time per week" and that the average time between charges was "15.1 days." The patient stated that "when stimulation would turn off and he would go to recharge, the ins would be flashing 25% charge remaining." It was additionally reported that "even when the battery was charged it (the ins) shuts off on its own." It was also noted that the ins was reporting a current date of "3-14-2000" and that the date was reset at the time of report. The doctor was reported to have been "discussing replacing the battery." Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).